Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with by using her old insulin pump and give herself a bolus for high blood glucose. Customer stated that old insulin pump was replace because of the lip ring damaged. Customer declined offer to use again the new insulin pump and give us a call if high blood glucose with the new insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a scratched case. The test reservoir did lock properly inside the reservoir tube. The pump passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No damage was found on the reservoir lip ring.